Event description:
On (B)(6) 2012, the distributor contacted animas and stated that the up, down and ok keypad buttons were unresponsive. There is no additional information available for this complaint. There was no reported adverse event associated with this complaint. This complaint is being reported due to the alleged keypad issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(4).

Manufacturer narrative:
(B)(4): testing for tactile changes found the "backlight", "down" and "ok" keys to be intermittently unresponsive. The keypad was intact and was removed for investigation. The "down" key was inverted and contamination was found under all keys.